Manufacturer narrative:
Integra has completed their internal investigation on september 20, 2017. Results: evaluation of returned device; the mobile jaw is broken. The fragment was returned. An observation under microscope allowed to verify that the jaws¿ thickness is compliant with the manufacturing specifications. A corroded area can be observed within the fracture zone. It suggests the presence of a crack prior to the breakage. A thorough observation of the breakage area did not reveal manufacturing or material defect. The traction wire is bent. Lot and manufacturing date are unknown. DHR review; unable to review, the lot no. Was unavailable. Complaints history; including this complaint, the complaint rate for product family monopolar insert for the past 12 months is (B)(4) complaints /product uses. This is not a statistically adverse trend using chi² test when compared to the complaint rate of (B)(4) complaints / product uses for the prior 13-24 months. Conclusion: considering that no material or manufacturing defect was found and that there are evidences of a crack prior to the breakage, the most probable cause of this rupture is the recurrence of impacts on the instrument during its use, which weakened the jaw and progressively led to the reported event. Moreover, the IFU nt060 provided with the device requires to: "check the assembly and the functionality of all elements of the device before use. ".

Event description:
Other mfg report number - 2523190-2017-00093. It was reported that during a partial splenectomy under laparoscopy, the forceps jaw broke and broken part fell in the patient. Medical staff managed to retrieve it. No patient injury reported.